Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that a decision was made to replace the lvad with another lvad.

Manufacturer narrative:
The patient remains on lvad support. The manufacturer is attempting to obtain further details about the device exchange and acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.